Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(4). Reason for original complaint ¿ litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 (left hip). Dor: none reported. Patient is resident of (B)(6). Update 11/9/2012 plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013 sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013. Update medical records received (B)(4) 2013. Revision operative report indicates the following: hip effusion; on opening the fascia, there was an an outwelling of creamy, cloudy fluid; large pseudoseroma with pseudosynovial membrane; cloudy fluid deep in the hip; metal fretting. The adaptor sleeve, femoral stem and femoral stem sleeve added to complaint.